Manufacturer narrative:
Batch review performed on 08 may 2026 lot 2435004: (B)(4) items manufactured and released on 19 february 2025. Expiration date: 02 february 2030. No anomalies found related to the problem. To date, five items from the same lot have been sold, with no similar reported events during the review period. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery after 1 month due to infection. The surgeon performed a washout and revised the semiconstrained 14mm s4 insert to a same size insert. The surgery was completed successfully.